Event description:
A caller reported that the pump display was frozen. The customer's blood glucose level at the time of the event was stated to be between 54-500 mg/dl (3.0-27.7 mmol/l), indicating it was within the normal range. Technical support provided instructions for a complete pump reset, and the caller resolved the issue by resetting the pump.